Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer did not charge the pump and allowed the pump battery to fully deplete. The pump was connected to a power source and was able to be turned back on. When the pump came back on, the pump was beeping and screen was unresponsive. The pump was unable to be unlocked. The pump was then turned off and despite reconnecting the pump to a working power source, the pump would not turn back on. Customer reported blood glucose (bg) level was 322 (mg/dl). The customer stated manual injections would be used to address bg level and as alternate insulin therapy.